Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was not returned to zimmer biomet at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the units guard was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the unit¿s guard was bent. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher one time as documented in the repair reports. The last repair was april 14, 2009 where it was reported that the device needed repaired since the roller is too tight and the ball detent, worn bushings, damaged comb, roller, worn side plates, and gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on march 13, 2018 revealed that the comb was bent and the roller and side plates were damaged. The pretest could not be performed due to the damaged parts. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 13, 2018 which included replacement of the roller, worn bushings, worn side plates, and damaged comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was bent and the roller and side plates were damaged. While during the initial inspection it was noted that the pre-test on the device could not be performed due to the bent comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event cannot not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.